Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips and reported a faulty skintact adult defibrillator pads. The defib pads didn't work the first & second time on to the patient. Finally the third time it worked. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.